Manufacturer narrative:
Other, other text: additional information received by smiths medical on 16-apr-2021 via email that the event occurred during testing and there was no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was received with scratches/ cracks on the lcd lens screen and contamination by the battery compartment. The event history log (ehl) was reviewed and there was a "system fault 41171" message. Power up self-tests and functional tests were performed. The reported issue could not be duplicated but it was verified to have happened in the device ehl log. The error is related to a timing issue; "bfc fault". It was recommended that the mainboard be replaced as a preventative measure since the alarm error bfc fault was related to main board.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code 41171. There was no reported adverse event.